Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) failed k6, k6a, k7, k8 leak test. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1-contact person-mfg site, g3, g6, h2, h3, h6- type of investigation code, investigation findings code, investigation conclusion code, componenet code, h11. A getinge field service engineer (fse) evaluated the device and replaced the manifold, drive so, that after the replacement the device had passed all the performance and safety tests according to the factory specifications. The device was returned to the customer for the clinical use. There was no involvement of the patient and no harm reported. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received part, with a reported unit failure of a failed k6, k7, k8 leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture and tested the part to factory specifications per the cs300 service manual. Failed the k6, k7, k8 leak test. Fat verified the reported failure but no root cause identified. Sending the board to the supplier for failure analysis per procedure number. Failure analysis received from the supplier for the part. They stated the part had leakage on k6. Root cause for this part is a faulty k6 solenoid. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.